Event description:
Customer reported she was unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display. Customer further reported that while in the hospital with her daughter who was ill, she "got very dizzy and fell down" and sprained her ankle. Customer reported her blood glucose was checked in the hospital and a reading of 67 mg/dl was obtained on a hospital meter. Customer was reportedly treated with glucose and had an x-ray of her ankle. No diabetic diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.